Manufacturer narrative:
(B)(4). The service engineer inspected the device and did not duplicate the event. As a precautionary measure, all applicable calibrations, extended self tests (est), short self tests (sst), and electrical safety tests were performed. The ventilator passed self testing.

Event description:
It was reported that the ventilator's compressor was inoperable during patient use. It is unknown if the patient was transferred to another ventilator. There was no report of patient harm.